Event description:
Reported an 8f fast-cath sl1 dilator was placed in the patient left atrium, while insertiang a brk needle, the tip exited through a hole at the distal part of the dilator. The brk needle was removed from the patient and flushed, leaking occurred at the three-way stopcock. The brk needle was exchange to complete the procedure successful with no reported patient consequences. The stylet package with the brk transeptal needle was not used during insertion into the dilator.